Event description:
It was reported that "pa called due to iab emergently placed in or and unable to zero prior asking if there was a way to do it after it was inserted. We discussed map calibration and step by step how to do it, she mentioned they had no central lumen to connect because it was capped and no provider wanted to transduce it. Discussed IFU's and set up. Pa informed me the patient was post bypass intervention, operator mode, afib trigger utilizing r wave deflation with arrythmia. I went into detail how current settings could be causing late deflation and how it could be effecting therapy, declined going to 1:2. She asked the physician to go back to autopilot which they denied wanting. While on line they discussed they were going to place an impella for patient as support was increasing". No patient harm or injury.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.